Event description:
Patient was revised due to pain; hemarthrosis and acute swelling. Patient experienced pain from the time of implantation. Patient is in good condition and is moderately active. Problem was suspected 12/2000.